Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately fracture of one spike. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
It was reported that during an initial knee arthroplasty the surgeon aligned the tibial alignment guide and the pin fractured in the patient's tibia during validation. As a result the pin was removed from the patient and the procedure was completed without delay.